Manufacturer narrative:
No samples were received and no lot number was provided. 3m will continue to monitor.

Event description:
3m¿ PICC / cvc securement device + tegaderm¿ i.v. Advanced securement dressing was applied to the site of a central venous catheter for chemotherapy and bone marrow transplantation in a hematology oncology setting. Dislocation of the central venous catheter was reported.